Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 4. The programmed fill volume was 2000ml and drain was 3870ml. This information meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain - false empty detect and use error, clinician inappropriately set minimum drain volume percentage setting too low. A service history review revealed no previous service events were related to the reported iipv. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter; however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.